Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia, averaging two low blood glucose events per day, with a documented nadir of 48 mg/dl, while otherwise noting stable readings and receiving device low and urgent low alerts; the user treated lows with fast-acting oral carbohydrates and sought troubleshooting and education, and the case was assigned for additional training. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-management without medical intervention, assistance, hospitalization, or long-term impairment. Investigation included customer contact, technical troubleshooting, and user education. Investigation of this case revealed no device alarms or malfunctions requiring restart during the reported events and no device component failure identified; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.